Manufacturer narrative:
(B)(4). The device (hub, handle, barrel, needles and sheath) was not returned for analysis. Only the two sutures with a portion of tissue were returned, confirming the reported experience that the sutures were removed when the procedural sheath was removed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances relevant to the reported event. A query of the complaint-handling database indicated there is no evidence of a lot specific quality deficiency. Based on a review of the available information, no product deficiency was identified. It was reported that the device was used in a 5f sized femoral artery, it should be noted that the prostar xl instructions for use state that the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. In addition, the IFU states that the safety and effectiveness of the prostar xl device in patients with introducer sheaths greater than 8.5f or less than 24f during the catheterization procedure had not been established.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a 5f sized femoral artery using a prostar xl device. Reportedly, the sutures were clamped to the side and an 18f sheath was placed at the access site. After completion of the tavi procedure, when the 18f sheath was removed the sutures were removed also. It was believed that the prostar xl device sutures had not connected with the vessel wall and were deployed above the vessel, which caused their removal with the 18f sheath. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the prostar xl device. No additional information was provided.